Event description:
A report was received that the patient was unable to charge her ipg enough following a non-device related surgery wherein it was confirmed that electrocautery was used. It was noted that the ipg was non-functional since the surgery. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Correction to the initial MDR in field .

Event description:
A report was received that the patient was unable to charge her ipg enough following a non-device related surgery wherein it was confirmed that electrocautery was used. It was noted that the ipg was non-functional since the surgery. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physicians implant manual (B)(6).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge her ipg enough following a non-device related surgery wherein it was confirmed that electrocautery was used. It was noted that the ipg was non-functional since the surgery. The patient will undergo a revision procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(4)).